Event description:
The manufacturer received information alleging a ventilator failed a test step for active exhalation verification during testing. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device failed a test step for an active exhalation control module issue. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device's three-way solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The component was tested on the multifunctional test station and passed all testing. The pil technician concluded that the solenoid valve operates as designed.